Manufacturer narrative:
This report was initially submitted on (B)(6) 2017 via 'esgtest' website by accident.

Event description:
A complaint was reported on (B)(6) 2017, (the event was on (B)(6) 2017) from novant health hospital (USA) describing aunilateral l3-4 pedicle screw case that was prolonged by over an hour due to a deviation and the sergeon decided to proceed with the surgery freehand. It was reported that the patient is fine. No injury was reported or alleged by the patient or healthcare provider.